Event description:
The ventilator was connected to the pt. The customer reports that the ventilator delivered 25 cm h2o of peep when set to 5. The status of the pt is unknown. The alarm status is unknown. Ventilator settings available.